Event description:
It was reported that the programmer displayed an analyzer connection error message. The error cleared after the analyzer was removed from the programmer, the contacts were cleaned, and the analyzer was reseated. Follow up determined that the analyzer was swapped with an analyzer from another programmer as a precaution. The programmer and analyzer remain in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).